Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Review of the monitor flag files show that the monitor was abnormally shutting down in the field. The cause for the intermittent abnormal shutdowns could not be positively identified, but the resets were likely caused by an intermittent u500 digital signal processor on the monitor c/a board. The root cause for the intermittent u500 component could not be positively identified. No adverse event resulted from the intermittent u500 component. The patient received a replacement monitor.

Event description:
A (B)(6) female patient called zoll customer support to report that her monitor was resetting. The patient was issued a replacement monitor.